Event description:
Health professional reported a lap-band device was explanted due to abscess, infection and erosion.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."